Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a15 captures the reportable event of an epic biliary endoscopic stent partially deployed. Block h10: an epic biliary endoscopic stent and delivery system were received for analysis. The stent was returned partially deployed on the delivery system. Visual examination of the returned device found multiple kinks along the sheath. The rack was separated 5mm from the handle and the handle was kinked. Microscopic examination revealed the sheath was flattened at the distal end. A media inspection was completed from a photo provided by the customer which shows that the rack is not damaged, and the lock is on the rack. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. The investigation concluded that the reported event of stent partially deployed and the observed failures were most likely due to procedural factors encountered during the procedure. The damages to the rack were not seen in the photo provided by the customer which suggests that handling of the device when it was sent back for analysis likely contributed to the creation of those damages. It may be that the interaction of the device with another device contributed to the resistance felt during advancing of the delivery system and resulted to the kinks noted in the outer sheath, limited the performance of the device and contributed to the separated sheath and stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat a 5cm bismuth type ii stricture during a biliary stenting procedure performed on (B)(6), 2021. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the physician attempted to deploy the stent but the thumb wheel was not rotating at all. During removal of the delivery system, the stent partially deployed. The procedure was completed with another epic biliary endoscopic stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the device after the procedure provided by the complainant shows that the stent was partially deployed on the delivery system.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 06, 2021 that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat a 5cm bismuth type ii stricture during a biliary stenting procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the physician attempted to deploy the stent but the thumb wheel was not rotating at all. During removal of the delivery system, the stent partially deployed. The procedure was completed with another epic biliary endoscopic stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the device after the procedure provided by the complainant shows that the stent was partially deployed on the delivery system.